Manufacturer narrative:
Our quality engineer inspected the photos, 1 actual and 2 representative samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the actual sample. Analysis of the representative samples no damages or defects. The two representative samples were visually inspected and subjected to a cannula pull test in accordance with the test procedure, and the samples passed all requirements. However, the actual sample showed insufficient amounts of epoxy adhesive applied to the needle hub. The epoxy was not properly spread into the well of the hub, as it had flown into one corner of the hub wall. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The epoxy is initially in a gel-like liquid state during dispensing and later cures to harden. The observed air bubble was a minor cosmetic defect and not functional in nature. This condition is suspected to have come from insufficient purging when replacing the depleted epoxy cartridge, causing entrapped air to remain in the epoxy and potentially contribute to the insufficient adhesive. For the two representative samples, the needle-to-hub pull force results were within specification. Both samples were visually inspected and subjected to a cannula pull test in accordance with the test procedure, and the samples passed all requirements. These results demonstrate that the epoxy adhesive applied was adequate and functioned as intended. As current control, there is existing standard work instruction that emphasizes purging of epoxy during change of cartridge. The complaint lot number 3085455 was manufactured in april 2023, which was before implementation. Based on the complaint history review, this is the first complaint reported for this defect and lot number. This is most likely an isolated case.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that while attempting to puncture the patient's skin, the inner needle was pushed into the inside of the outer cannula, making it difficult to proceed during use. The inner needle was detached from the inner needle hub. The patient experienced unnecessary pain, and they requested a detailed investigation into why this malfunction occurred.